Event description:
It was reported that an alert was recorded for this patient due to right ventricular (rv) lead high shock impedance out-of-range of over 200 ohms. The patient's data indicates that at the implant testing, shock impedance was at 50 ohms. Technical services (ts) reviewed the case and noticed varying shock waveform on the electrogram and was not sure if there is connection issue or a lead integrity issue. Subsequently, this patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to the mentioned issue. Reportedly, upon the explant procedure, the physician noticed that the rv lead pulled out with gentle traction, and suspected a set screw issue with the patient's crt-d's rv port. Once the leads were connected to the new crt-d, adequate lead measurements were noticed. No defibrillation threshold tests or commanded shocks were performed in this case. This rv lead remains in service and no additional adverse patient effects were reported.